Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint the plastic near the cauterizing hook has melted. Failure analysis found the primary failure of thermal damage to the yaw pulley to be related to the customer reported complaint. The yaw pulley showed signs of charring and localized melting beginning at the base of the hook (ceramic sleeve) and ending near the base of the proximal clevis. Visual inspection of the conductor wire and cables found no physical or thermal damage. An electrical continuity test was performed and passed. No insulation damage was observed. The root cause of thermal damage instrument monopolar yaw pulley is typically attributed to the user. Failure analysis found the secondary failure related to the customer reported complaint. The proximal clevis also exhibited thermal damage. The root cause for the thermal damage found on the proximal clevis is attributed to mishandling/misuse. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2022. The instrument was last used on (B)(6) 2022 on system sk1838. The permanent cautery hook (470183/k11220208 0001) has two uses remaining after last use. The instrument has max 10 lives. This complaint is reportable due to the following: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the plastic near the cauterizing hook was melted and was a hazard for further usage in patient cases. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage on this hook was observed in sterilization processing department. The customer did not know if it was observed during the procedure, but no patient harm has been reported for any robotic procedures. Additional follow-up has been performed with the robotic coordinator of the site, but no further details have been received as of the date of this report.